Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll next gen 5.4qt red 20/pack the lid was missing. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported about missing inner lids (movable parts) of sharps collector.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process for the lot number reported (1218947) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were one issue reported for missing lids for the same part number throughout the last twelve months. Based on information provided it wasn¿t possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like a picture from original packaging to perform an exhaustive investigation.

Event description:
It was reported while using bd sharps coll next gen 5.4qt red 20/pack the lid was missing. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: the customer reported about missing inner lids (movable parts) of sharps collector.